Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was leaking from the air filter piece of a cadd® administration set with air-eliminating filter. No reported injury to the patient.

Manufacturer narrative:
Three product samples were returned to smiths medical for evaluation. The products were visually examined: this showed all three filter areas showed delamination on at least one side of the filter. Functional testing was performed and this showed leakage at the filter areas. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedure. The review also showed the quality inspection performed after assembly process was also being performed as per procedure. The manufacturing facility also performed an in-process visual inspection of 32 products that were in the assembly area: this inspection showed no issues with bonding with the products being assembled. Four of these samples were selected for functional testing; these passed with no leakage. No manufacturing issues were identified during investigation. Based on the evidence, the complaint was confirmed. The manufacturing facility determined the most likely cause was either a supplier issue (filters received from supplier with damage) or the filters sustained damage during use.